Event description:
It was reported that the vamp plus device package was opened when it was noticed that the device was broken in two pieces. It was broken at the withdrawal sampling site connection. The tubing was detached from the sampling site. This observation was noted prior to the procedure. There was no patient injury reported.

Manufacturer narrative:
This complaint was originally reported as detached tubing of the vamp device, this would be a reportable event. Additional information has been provided by our product evaluation laboratory after examination of the device. This information revealed that the pressure tubing was bent near the point of damage, the cross surfaces appeared uneven and rough. The pressure tubing was found broken from the solvent bond joint at the distal sample site, which is not a reportable event.